Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A review of the production record was performed. The production record review showed there was one nc (nc2021-0507: documented weights incorrectly) in the production of this lot. This is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred less than two minutes into a patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the blood leak was visually noted from the fibers within the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment using another facility cycler after the reported event. The complaint device was discarded and no longer available to be returned to the manufacturer for evaluation.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred less than two minutes into a patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the blood leak was visually noted from the fibers within the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment using another facility cycler after the reported event. The complaint device was discarded and no longer available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: g3 date received date for initial submission: 06/07/2021.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred less than two minutes into a patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the blood leak was visually noted from the fibers within the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment using another facility cycler after the reported event. The complaint device was discarded and no longer available to be returned to the manufacturer for evaluation.